Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging the one touch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began approximately 10 days before christmas, in the evening. Prior to the reported issue in the evening, the patient reported feeling shaky, sweaty and weak. The patient reportedly decreased her insulin dose, taking 5 units of lantus. She went to the emergency room, where her blood glucose was int he "300's". She was treated with insulin. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved. Also, the patient claimed she decreased her insulin dose after having the symptoms and subsequently tested high at the hospital after the meter would not work and received medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.